Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after sweat entered the speaker holes. Customer's blood glucose level was 70 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after clearing any moisture from the speaker holes; however, the customer did not respond.